Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2013 due to oversensing without pacing inhibition and inappropriate shock delivered with no therapy exhaustion. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).